Event description:
An ophthalmic surgeon reported a patient experienced iris degeneration and loss in iris pigmentation, pigment dispersion and irregularity in the pupil after bilateral implantation of an intraocular lens (iol), was performed on (B)(6) 2010. Per the ophthalmic surgeon there was a traumatic injury two weeks after the implant. The physician was not sure about the cause of the loss in iris pigmentation. He believed the cause might be the atrophy of the iris or a result of a toxic reaction to another product used during surgery: balanced salt solution or viscoelastic. The event was treated with non-steroidal anti-inflammatory and corticoids drops. The lens was explanted on (B)(6) 2010. In the surgeon's opinion, this product may have contributed to the event.

Manufacturer narrative:
Evaluation summary: batch record review showed that all testing results are within specification. Investigation of batch records compounding and filling: no remarks related to the manufacturing process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within specification. (B)(4).